Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with the pump displaying ¿high¿ and a concurrent fingerstick of 441 mg/dl while cgm showed 400 mg/dl; the user had performed multiple supply changes with an inset infusion set and used subcutaneous insulin pen as backup, after which they disconnected from the pump for two hours per guidance and later reconnected, with glucose trending down. Symptoms included no reported clinical symptoms. Outcomes included no need for medical intervention or hospitalization and non-medical assistance provided out of kindness. Investigation included review of pump and cgm behavior explanations, user education on backup therapy and cgm limits, and follow-up confirmation that glucose decreased after the intervention. Investigation of this case revealed an ilet high glucose alert with no observed infusion set or cartridge issues and no confirmed device malfunction, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.